Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent a pulmonary vein isolation pvi/ paroxysmal atrial fibrillation (afib) ablation with a thermocool smarttouch sf (stsf) catheter. Initially, it was indicated that the patient experienced a stroke confirmed with a computed tomography (CT) scan. However, the most recent information received indicated that it was not a stroke but a functional neurological disorder after examination with neurologist. Initially, it was reported that they had the following error message with the first stsf; error ¿catheter force sensor error¿ (code unknown by the reporter). It happened during ablation, while they were doing the ablation line between two lesions. It was noted that the error message did not stop the ablation. While doing the pulmonary vein isolation (pvi), they noticed that the force was wrong, it was written as ¿high¿ on the system. They then realized they had the error message ¿catheter force sensor error¿ (code unknown by the reporter). They first checked that it was not a technical issue, which was not the case. They then troubleshot between the two lesions treatment and realized it was catheter related. There was no hardware troubleshooting performed. They first changed the stsf catheter cable, but it did not help so they replaced the stsf catheter itself with another stsf catheter (with the same lot number) which solved the issue. A three-minute delay was reported due to troubleshooting during the procedure. During the procedure, the pvi paroxysmal was conducted first. The procedure was successfully completed. The day after the procedure, the patient had a stroke. The patient was reported alive. Additional event information received from the customer indicated that post-interventional stroke (procedure: ablation of very symptomatic paroxysmal af with rhythmic cardiopathy with disconnection of the 4 pulmonary veins). Clinically symptomatic multi-territorial stroke complication with sensorimotor deficiency of the lower and upper left limb. Cerebral CT angiography and cerebral MRI finding two superficial ¿leventory¿ microbleeds. Hyperbaric chamber realized in principle on 26-sep-2025 in doubt during the procedure. Only two stsf catheters have been kept. The pentaray catheter was discarded right after the procedure. Only the impacted device d134805 lot 31710170l is available and it will be returned. The biosense webster inc. (Bwi) devices used are piu, smartablate (sma) generator, sma pump, sma remote control, pentaray catheter, two stsf catheter (same lot), and carto 3 system. No other bwi devices were in use. No competitor device was in use during the procedure. The catheter which gave the force sensor error was confirmed to be still available. Force sensor error is not MDR reportable. The bwi representative was present during the procedure but not during the patient incident of a stroke. A request was received to check one of the bwi components used during this procedure (sma pump). This checkup was requested by the physician. The sma generator used in this procedure was in the process of repair for a loose impedance port. Even though they have no bubble alert and did not notice any visible bubbles during the procedure, the physician was still asking for a checkup of the sma pump. They want to be 100% sure that the pump did not create any bubble that they did not notice which could have caused the stroke. It was noted that the last preventive maintenance was performed on the 29-jan-2025. The next preventive maintenance is normally due to 29-jan-2027. Additional information was received on (B)(6) 2025 regarding the patient. The physicians believe it was not a stroke but a functional neurological disorder after examination with neurologist.

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31710170l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).